Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and software was upgraded to the latest version. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator shuts down and a burning smell is coming from the ventilator. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Device evaluation summary: the graphical user interface printed circuit board (gui pcb xena ii) was returned for failure investigation. The part was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. Immediately there was a burning smell emanating from the gui pcb. The fault was isolated to the c898 capacitor on the gui pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unique identifier (UDI) number added to section d. Correction to section g contact information. The graphical user interface printed circuit board (gui pcb xena ii) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.